Event description:
It was reported that approximately 8 months post-implant of a bifurcated device, and two suprarenal aortic extensions, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested; however, denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.